Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last received therapy and last recharged the ipg approximately two years ago. The ipg is inoperable. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.

Event description:
Follow up information identified therapy has been resumed postoperatively.